Event description:
It was reported that at approximately 5 minutes, 30,000 joules while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to exit the side and the front (forward-firing) at the same time. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild char on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.